Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. Information was provided that the surgeon offered to exchange the lenses. The patient really likes their vision and has opted to keep the lens. The manufacturer internal reference number is: (B)(4).

Event description:
An healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had problem with glare since implantation. Due to it, the patient had trouble driving at night, finding it disabling. No further information is expected. There are two medical device reports associated with this patient. This report is associated with the right eye.